Event description:
A technician reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and is no longer undergoing pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain on (B)(6) 2022. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value not provided) were obtained, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage not provided) when the cultures returned positive for staphylococcus epidermidis. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. On approximately (B)(6) 2022, the patient underwent the surgical removal of her pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product), however the rationale is unknown. Following discharge, the patient moved to another clinic for hd, and never returned to the outpatient home program. The pdrn stated there was no malfunction or deficiency of a fresenius product(s) and/or device(s) to report. The patient was tolerating hd well and received the remaining doses of vancomycin and ceftazidime intravenously while undergoing hd therapy. The pdrn reported the patient recovered from the events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and transition to hd therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, there were no reported issues with the patient¿s liberty cycler set to report. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g.1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
.A technician reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and is no longer undergoing pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain on (B)(6) 2022. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value not provided) were obtained, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage not provided) when the cultures returned positive for staphylococcus epidermidis. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. On approximately (B)(6) 2022, the patient underwent the surgical removal of her pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product), however the rationale is unknown. Following discharge, the patient moved to another clinic for hd, and never returned to the outpatient home program. The pdrn stated there was no malfunction or deficiency of a fresenius product(s) and/or device(s) to report. The patient was tolerating hd well and received the remaining doses of vancomycin and ceftazidime intravenously while undergoing hd therapy. The pdrn reported the patient recovered from the events.